Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing incision was irritated under lifevest equipment. Patient described the area as irritating and opening surgical incision. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.